Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with fortaz, intraperitoneally (ip, 1.5 grams, daily for 3 weeks) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Thirteen days after admission to the hospital, the patient was discharged. Pd therapy was ongoing. Additional information was not available.